Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the button had to be pressed upon multiple times to turn the pump on. Additionally, the customer reported that the pump did not annunciate an audible noise. The customer reported multiple incomplete bolus alerts occurred. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer did not acknowledge navigating to the bolus menu. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Based on the analysis, the alleged speaker and vibrator issue and the incorrect incomplete bolus alert notification could not be verified.